Manufacturer narrative:
Physio-control replaced both the system controller (sc) and user interface (ui) pcb assemblies, as well as completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed sc pcb assembly and determined that the cause of the reported issue was an electrically shorted integrated circuit (ic) chip, designator u61. The removed ui pcb assembly was an ancillary part and there was no failure.

Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up cycle. It would remain on initial self-test in progress screen. A service indicator was present as well. The device was being used for training only. There was no patient use associated with the reported event.